Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00801803202, versys 12/14 femoral head 0x32, lot#: 61175569. Catalog#: 00631005032, liner 10 degree elevated rim 32 mm, lot#: 61139476. Catalog#: 65771301700, modular femoral stem press-fit, lot#: 60969553. Catalog#: 00620205222, shell porous with cluster holes 52 mm, lot#: 61149911. The event was confirmed with product received. Visual examination of the head identified dark debris and a thread like pattern on the surface of the taper. The modular neck exhibited dark debris on the taper surface and burnishing was observed on the elliptical taper. The rim feature of the poly liner had fractured and the articulating surface was severly damaged. No other damages were noted. 1) sem analysis of the head revealed deposits on the taper surface and circumferential grooves, possibly from imprinting of the surface texture of the stem taper. Axial wear or corrosion marks were visible on the taper surface. Quantitative eds of the taper's surface identified biological material containing some or all of c, o, and p. Cocrmo substrate material showing elevated levels of cr, mo, and o, possible evidence of corrosion products, and titanium, possibly transferred from the stem taper were also noted. 2) sem analysis of the neck taper "revealted" circumferential machining marks with deposits. Quantitative eds of the taper's surface identified biological material containing some or all of c, o, and p. Cocrmo material that was likely transferred from the modular head, showing elevated levels of cr, mo, and o, possible evidence of corrosion products. Ti6ai4v substrate material, notable in areas free of deposits were observed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01327, 0002648920-2019-00928.

Event description:
It was reported patient underwent right hip revision approximately seven years post-implantation due to elevated ion levels, adverse tissue reaction, implant corrosion and liner fracture. No further event information available at the time of this report.